Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient's implantable pulse generator (ipg) is slated to be removed at a later date. Patient stated the device never worked for her and that it is pressing on her back.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Follow-up information was received indicating the implantable pulse generator (ipg) was removed.